Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during implant of this right ventricular (rv) defibrillation lead, amplitude measurements were noted to be 10 millivolts (mv) and impedance measurements were noted to be 200-250 ohms prior to fixation of the helix mechanism. After fixation of the helix, amplitude measurements were noted to be 2 mv and impedance measurements remained 200-250 ohms. It was not specified if the impedance measurements were related to pace or shock impedances. The lead was repositioned without success. The helix was noted to have taken 20 turns to extend and retract. This lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during implant of this right ventricular (rv) defibrillation lead, amplitude measurements were noted to be 10 millivolts (mv) and low pacing impedance measurements of 200-250 ohms was observed prior to fixation of the helix mechanism. After fixation of the helix, amplitude measurements were noted to be 2 mv and pacing impedance measurements remained 200-250 ohms. The lead was repositioned without success. The helix was noted to have taken 20 turns to extend and retract. This lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.